Manufacturer narrative:
The pump passed the self test and the displacement test. No unexpected software error detected or the motor arm cannot communicate with the main arm alarms noted during testing however, the downloaded history files confirmed software error detected (line number 0 file number 0) and the motor arm cannot communicate with the main arm alarms, fault isolated to the electronic assembly.

Event description:
The customer reported via phone call that the insulin pump received multiple pump error alarm. The customer¿s blood glucose level was 116 mg/dl. The customer stated that they seen blue bar at bottom of screen. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The insulin pump will be returned for analysis.